Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was high and insulin injections were used to address the bg level. The customer reverted to using insulin injections to manage diabetes. The customer thought that the infusion site was the cause of the occlusion and declined tandem technical support's offer to troubleshoot to confirm if the site was the cause. The customer changed the cartridge, infusion tubing and site.